Manufacturer narrative:
Age at time of event: 18 years and older.

Event description:
It was reported that removal difficulties and balloon deflation failure occurred and foreign object was noted on the device. The 80% stenosed target lesion was an area of in-stent restenosis (isr) of an unknown stent located in the moderately tortuous and mildly calcified subclavian vein. A 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for in-stent dilatation. The lesion was dilated three times at 12 atmospheres each inflation. However, after the 3rd dilatation, deflation failure occurred. Fluoroscopy revealed a foreign object in the present inside the balloon. When the balloon was moved, the foreign object moved together with it. While waiting to apply negative pressure, the balloon gradually deflated and it was slowly removed from the sheath. Upon removal, there was no rupture issue and no separation was noted. The lesion was dilated successfully and the procedure was completed. No patient serious injury nor adverse events were reported.

Event description:
It was reported that removal difficulties and balloon deflation failure occurred and foreign object was noted on the device. The 80% stenosed target lesion was an area of in-stent restenosis (isr) of an unknown stent located in the moderately tortuous and mildly calcified subclavian vein. A 8.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for in-stent dilatation. The lesion was dilated three times at 12 atmospheres each inflation. However, after the 3rd dilatation, deflation failure occurred. Fluoroscopy revealed a foreign object in the present inside the balloon. When the balloon was moved, the foreign object moved together with it. While waiting to apply negative pressure, the balloon gradually deflated and it was slowly removed from the sheath. Upon removal, there was no rupture issue and no separation was noted. The lesion was dilated successfully and the procedure was completed. No patient serious injury nor adverse events were reported.

Manufacturer narrative:
Age at time of event: 18 years and older . Device evaluated by MFR.: returned product consisted of a sterling mr balloon catheter, an unknown guide wire and an introducer sheath. The balloon was loosely folded and partially inflated with fluid. The device was soaked in a warm water bath for 5 days. The tip, balloon, markerbands, proximal bond, and inner/outer shaft were microscopically and visually inspected. Inspection revealed a complete separation in the inner shaft (lumen) located 10.8cm from the tip of the device, balloon damage (bunching) at both distal and proximal ends, inner and outer shaft damaged (stretched/necked) for a length of 16.4 cm. Inspection of the remaining device found no other damage or irregularities. Functional testing consisted of attaching an inflation device (filled with water) to the hub of the sterling device and applying positive pressure. While pressure was applied to the device, the fluid could not flow into the balloon, due to the stretched shaft.